Event description:
On (B)(6) 2010, pt reported the button on his infusion device closest to the insulin cartridge is not functioning. Pt stated, he noticed this issue 2 weeks ago. Pt reported, the up button is functioning properly. Pt stated, the alleged button does pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.